Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had difficulty in reading the screen due to the discoloration and dimness of the screen, insulin sometimes squirts out while priming tubing. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated insulin pump had no delivery alarm, partial display, battery cap had cross threads, insulin was spread during prime, also had weak battery alert. Customer was able to successfully clear the alarm. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No unexpected missing segment or partial display anomalies noted. No excessive no delivery or occlusion alarm noted. No unexpected a33 alarm anomalies noted. No unexpected low battery alarm anomalies noted. Device received with stripped battery cap coin slot. (B)(4).